Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported a catheter revision was performed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.